Event description:
Reportable based on analysis completed (B)(6) 2009. It was reported that during a coronary artery stenting treatment procedure, crossing difficulties were encountered. The 99% stenosed target lesion was located in the distal right coronary artery (rca). The physician inserted a pt2 guidewire and a 2.0x12mm maverick balloon to predilate the lesion. The 2.75x24mm taxus liberte stent was unable to cross the lesion. Due to the failure to cross the lesion, the physician aborted the procedure and recommended that the patient have coronary artery bypass graft (CABG) surgery as an alternative. No patient injuries were reported. Patient's condition is listed as "stable". However, the device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first row with struts raised. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).